Manufacturer narrative:
Incident meets requirement of an MDR report based on the reporting precedence established for this device family for 'premature stent deployment - with safety lock in place'; regardless of patient outcome. In this incident the stent partially deployed in the endoscope and the delivery system was removed. No adverse effects to the patient were reported as occurring. Incident meets requirement of an MDR report based on the reporting precedence established for this device family for 'premature stent deployment - with safety lock in place'; regardless of patient outcome. In this incident the stent partially deployed in the endoscope and the delivery system was removed. No adverse effects to the patient were reported as occurring.

Event description:
This follow up report is being submitted to include the investigation conclusions. The user planned bilateral drainage by placing 2 stents using side-by-side technique. Two x zilbs-635-8-6 (lot# c996952 and c954402) were placed together in the scope, but the stent from lot# c996952 partially deployed in the scope. The user removed the faulty device and replaced it with a zilbs-635-8-8 (lot# c1001050) device. The replacement device also partially deployed in the scope. Safety locks on both devices were still in place. The user gave up on the bilateral drainage and just placed the one stent of lot# c954402 to complete the procedure. The patient did not experience any adverse effects due to this occurrence. As per the above description of events received, two devices are reported. A separate report will be submitted in relation to the other device- report reference # 3001845648-2015-00147.

Manufacturer narrative:
Incident meets requirement of an MDR report based on the reporting precedence established for this device family for 'premature stent deployment - with safety lock in place'; regardless of patient outcome. In this incident the stent partially deployed in the endoscope and the delivery system was removed. No adverse effects to the patient were reported as occurring. This complaint file related to 1 x zilbs-635-8-8 device of lot # c1001050. As the device in the case was not available for evaluation a document based investigation was carried out. The complaint is confirmed based on customer testimony. The most likely cause of the stent prematurely deploying could be if friction was encountered between the working channel of the scope, the existing delivery system in the scope and the complaint device. This may have caused the device flexor to compress and expose the stent from the sheath and prematurely deploy it into the working channel. Also the sales rep confirmed ¿the scope was strongly angled¿ which may have caused or contributed to difficulties when advancing the delivery system. R&d advised the most likely cause of this failure is due to ¿insufficient strength of flexor¿. However, as the device was not available or evaluation, a definitive root cause of premature deployment cannot be determined. Prior to distribution all zilbs-635-8-8 devices are subject to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-8-8 lot# c1001050 did not reveal any discrepancies that could have contributed to this issue. As per the instructions for use, the user is advised of the following: ¿prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not inadvertently removed until final stent placement.¿ according to the complaint information provided ¿the safety locks on both devices were not removed when the stents were partially deployed¿. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. Incident meets requirement of an MDR report based on the reporting precedence established for this device family for 'premature stent deployment - with safety lock in place'; regardless of patient outcome. In this incident the stent partially deployed in the endoscope and the delivery system was removed. No adverse effects to the patient were reported as occurring.

Event description:
The user planned bilateral drainage by placing 2 stents using side-by-side technique. Two x zilbs-635-8-6 (lot# c996952 and c954402) were placed together in the scope, but the stent from lot# c996952 partially deployed in the scope. The user removed the faulty device and replaced it with a zilbs-635-8-8 (lot # c1001050) device. The replacement device also partially deployed in the scope. Safety locks on both devices were still in place. The user gave up on the bilateral drainage and just placed the one stent of lot # c954402 to complete the procedure. The patient did not experience any adverse effects due to this occurrence. As per the above description of events received, two devices are reported. A separate report will be submitted in relation to the other device- report reference # 3001845648-2015-00147.

Manufacturer narrative:
This incident meets criteria of a FDA MDR report based on the reporting precedence established for this product family for 'premature stent deployment with safety lock in place' regardless of patient outcome. The information received relating to this event is currently being investigated. A follow up MDR will be submitted with the investigation conclusions.

Event description:
The user planned bilateral drainage by placing 2 stents using side-by-side technique. Two x zilbs-8-6 (lot# c996952 and c954402) were placed together in the scope, but the stent from lot# c996952 partially deployed in the scope. The user removed the faulty device and replaced it with a zilbs-635-8-8 (lot# c1001050) device. The replacement device also partially deployed in the scope. Safety locks on both devices were still in place. The user gave up on the bilateral drainage and just placed the one stent of lot# c954402 to complete the procedure. The patient did not experience any adverse effects due to this occurrence. As per the above description of events received, two devices are reported. A separate report will be submitted in relation to the other device-report reference #3001845648-2015-00147.